Event description:
It was reported that the physician attempted to place an left ventricular (lv) lead however there was placement difficulty due patient anatomy. The lead dislodged twice. The lead was unable to placement difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.